Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. An autopsy was not performed. On the same day as death, the patient discontinued therapy. No additional information is available at this time.